Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the catheter was visually inspected; it is possible that a sharp object has come into contact with the catheter, or too much pressure was used when the surgeon was tunneling it on to the catheter passer. Review of the history device records confirmed the valve product code 82-3072 with lot ctnbtd, conformed to the specifications when released to stock in 20th november 2015. The root cause is probably due to a sharp object has come into contact with the catheter, or too much pressure was used when the surgeon was tunneling it on to the catheter passer, this however could not be determined. As noted in the IFU, silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Bactiseal catheter, distal part broke in the middle while the surgeon was tunneling it on the catheter passer. We had another one on consignment therefore the procedure was done successfully. We had another stock on consignment so the dr did complete the procedure. On 4/7/16 per affiliate: did the reported event cause any delays in surgery over 30 minutes? No, there was no delay. Were there any adverse consequences to the patient? No. Is the device being returned for evaluation? Yes.